Event description:
Healthcare professional reported, left side "rupture". "Silicone observed, outside the prosthesis", "mastalgia" and "inflammation". The device remains implanted.

Manufacturer narrative:
Cont e1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture", "silicone observed, outside the prosthesis".

Event description:
The device has been explanted.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. Additional, changed, and/or corrected data.